Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins). It was reported there were high impedances. On (B)(6) 2024 patient arrived in clinic reporting symptoms of overstimulation, device was interrogated showing incidences of high impedance. Issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances noted to contacts 5, 6, 15. Multiple attempts were made by various reps to program around contacts. A loss of stimulation was noted. "Out of regulation (oor)" or "settings not available" was also seen. Multiple reprogramming attempts. Avoided contacts with high impedances, but would still get oor when trying to increase intensities. Previous leads and ins explanted. New system implanted. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.